Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error due to out of spec force sensor zero offset. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed "critical pump error". The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer's weight is (B)(6). The customer stated that she was going thorough her day when the alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.